Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed a pocket infection which was identified by visual inspection of the pocket. The implantable cardioverter defibrillator, atrial lead, and right and left ventricular leads were explanted due to the infection. Patient's condition was good. The device and leads were replaced on (B)(6) 2017.